Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture and diaphragmatic stimulation. Subsequently, the rv lead was repositioned. No additional adverse patient effects were reported.